Manufacturer narrative:
Returned for evaluation was auryon atherectomy catheter. The device was forwarded to eximo for evaluation and root cause determination. Eximo performed investigation of the returned sample. The customer's reported complaint description of tip detached from catheter was confirmed. The tip of catheter appeared melted indicating that the outer blade separated due to excess energy. No manufacturing non-conformances were observed during sample evaluation. The root cause for the tip detachment is likely related to end user technique of applying excessive energy for an extended period of time. This resulted in melting of the bonding joint between the catheter and tip components. The root cause of the excess energy could not be definitively determined, however, potential contributing factor is end user technique during the procedure. Eximo performed a DHR review of the reported lot number ex0162qve. The review confirmed that the lot met all material, assembly and performance specifications, e.g. No manufacturing non-conformance reports were issued. Labeling review: instructions for use (ifu0100, rev. 12) is provided with the catheter device and contain the following statements: warnings: pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Potential complications: distal embolization. Note: it is expected, especially with cto lesions at the cap, that the advancement rate may be slower. In any such case, and in any other occasion that the catheter does not seem to be advancing at a certain point, please follow the instructions below: a) do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Reference (B)(4).

Event description:
It was reported that during the end of a patient's atherectomy procedure, when the catheter was withdrawn from the patient, it was observed that the tip of the catheter had detached inside of the patient. The tip was successfully retrieved with a balloon catheter and removed from inside the patient. The patient did not experience any harm or injury as a result of this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.